Event description:
It was reported that during a total gastrectomy procedure, the anvil and the device body were detached during the closing. Since the anvil was put in the esophagus, only the device body was changed to the new one. Then the operation was finished without any problem. There were no adverse consequences to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.